Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found that caused the premature battery depletion.